Event description:
It was reported that high lead impedance was received on system diagnostics at a second dosing appointment on a recently implanted vns patient. Interventions taken by the treating neurologist were to program the generator off and send the patient for x-rays. X-rays were taken and evaluated by the manufacturer. The review of x-rays revealed that the connector pin did not appear to be fully inserted inside the connector block. Further information was received from the office of the neurologist indicating the patient was to undergo revision surgery. The patient underwent surgery as scheduled and it was noted that the surgeon replaced the patient's generator prophylactically due to the high impedance. Currently the explanted generator was returned to the manufacturer and is undergoing product analysis. No patient trauma has been reported that could have contributed to the event as post op diagnostics were within normal limits.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device . Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.